Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, several ventricular oversensing episodes were observed and were due to the usage of old small electro machines (mainly grill). However, on the follow-up performed on (B)(6) 2018, the type and the time of oversensing episodes on device memories were not related to the usage of electronic equipments.

Event description:
Reportedly, several ventricular oversensing episodes were observed and were due to the usage of old small electro machines (mainly grill). However, on the follow-up performed on (B)(6) 2018, the type and the time of oversensing . Episodes on device memories were not related to the usage of electronic equipments. Update on 25 jun 2018: reportedly, the physician decided to replace the lead, but 28 inappropriate shocks due to the lead dysfunction were observed, that turned the battery to 82 freq-1. The physician decide to replace the lead and the can.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, several ventricular oversensing episodes were observed and were due to the usage of old small electro machines (mainly grill). However, on the follow-up performed on (B)(6) 2018, the type and the time of oversensing episodes on device memories were not related to the usage of electronic equipments.

Event description:
Reportedly, several ventricular oversensing episodes were observed and were due to the usage of old small electro machines (mainly grill). However, on the follow-up performed on (B)(6) 2018, the type and the time of oversensing episodes on device memories were not related to the usage of electronic equipments. Update on 25 jun 2018: reportedly, the physician decided to replace the lead, but 28 inappropriate shocks due to the lead dysfunction were observed, that turned the battery to 82 freq-1. The physician decide to replace the lead and the can.

Manufacturer narrative:
Please refer to the attached analysis report.